Manufacturer narrative:
A2: age added. B5: information added. B7: medical history added. D6a: implant date added. E1: initial reporter email added. E2: corrected from 'yes' to 'no'. E3: corrected from occupation of 'physician' to 'patient'.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that leak occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At an unspecified time later, a leak was noted. It was further reported that the patient is expected to follow up after 90 days to assess the leak.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that leak occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At an unspecified time later, a leak was noted.